Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation, the device was found to have a shell failure with light yellowing. The device was unable to be weighed. Upon device inspection, a small rupture was observed on the anterior side. Under optical analysis, an area of possible striations was identified, and images taken. The suspected cause of the shell failure is surgical instrument damage. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 3 and left implant ruptured, discovered during surgery. Rupture date of event: (B)(6) 2023.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.